Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/20/2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. Exact cgm and bg values were not provided, however it was reported that there was a difference of more than 60 mg/dl. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.